Manufacturer narrative:
Recall numbers: 1627487-07262012-002-r and 1627487-07262012-001-c. This ipg serial number was included in a field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-04508. It was reported the pt was experiencing heating while using the charging system. A replacement charging system was provided to the pt. An attempt to determine the status was unsuccessful.